Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). UDI related data quality updates only: field d4 were updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: hamilton-t1 is displaying that it is powered by dc input though it's not connected to dc. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hamilton-t1 is displaying that it is powered by dc input though it's not connected to dc. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event this record contains information on patient involvement. No patient, user or third-party harm was reported. Also, it is unclear whether the failure caused any delay in treatment. The root cause was determined to be a defective driver board which was replaced. After the replacement of the component all tests passed and no further issues were detected.

Event description:
The following was reported to hamilton medical ag: hamilton-t1 is displaying that it is powered by dc input though it's not connected to dc. No patient harm or consequences.